Event description:
Description of event: more sq(subcutaneous) site pain with the cleo tubing than he did with the quicksets; cleo 90's hurt going in and taking out; subcutaneous site pain with the cleos then he ever did with the quickset [infusion site pain]. Allergic to adhesive that helps with the tackiness of the cleos; tried thin duoderm but that caused a rash; getting a rash with blisters that eventually pops, dries, then look like scabs; rashes on the chest from the tubing and the glue on the cannula [adhesive tape allergy] allergic to the cleo tubing, had a rash on his skin from a test of empty cleo tubing; left a red mark where it was touching the skin; site was more red and developed a rash around site due to cleo tubing; reaction to the tubing/infusion set [device allergy]. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).